Event description:
Related manufacturer reference number: 2017865-2023-24799. It was reported the right ventricular lead exhibited loss of capture and decreased r-wave amplitude sensing. The atrial lead was sensing far field events. No changes or interventions were reported. There were no patient consequences.